Event description:
According to the police report the end user entered a crosswalk abruptly and drove into a motor vehicle. Allegedly, as a result of the incident the end user required hospitalization and rehabilitation.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report the end user entered a crosswalk and drove into the side of the motor vehicle. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules", "cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts" and "cross the road by the most direct route."